Event description:
It was reported to boston scientific corporation that a gold probe device was used for hemostasis during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, during the hemostasis procedure, the probe would not cauterize the tissue. The probe was being used post polypectomy in the colon. The physician was using a valley lab generator with the probe. The malfunctioning probe was removed and another of the same device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).